Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), uterine perforation ("perforation (uterus)"), genital haemorrhage ("abnormal bleeding(general)") and postoperative wound infection ("infection in incision") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included constipation, vaginitis, gravida ii and parity 2. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating"), urticaria ("hives"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("cramping"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), premenstrual syndrome ("pms symptoms worsened") and mood altered ("moody"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), postoperative wound infection (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), pelvic pain ("pain") and anxiety ("emotional anguish"). The patient was treated with oral contraceptive nos and surgery ((B)(6) 2017 laparoscopy with bilateral salpingectomy). At the time of the report, the abdominal pain, uterine perforation, genital haemorrhage, postoperative wound infection, abdominal distension, urticaria, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, abdominal pain lower, pelvic pain, alopecia, premenstrual syndrome, mood altered, migraine, headache, nausea, anxiety, vaginal discharge and dysgeusia had resolved and the menstruation irregular had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, mood altered, nausea, pelvic pain, postoperative wound infection, premenstrual syndrome, urticaria, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought medical attention for her symptoms. She was currently scheduled to have the essure devices removed via bilateral salpingectomy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 21-may-2018: following company internal coding review, the reported event "infection in incision" was recoded to the meddra llt: incision site infection, event was upgraded to serious, narrative amended and company causality assessment was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), uterine perforation ("perforation (uterus)"), genital haemorrhage ("abnormal bleeding(general)") and postoperative wound infection ("infection in incision") in a 31-year-old female patient who had essure (batch no. B53037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included constipation, vaginitis, gravida ii, parity 2, removal of kidney stone and lumbar discectomy. Previously administered products included for an unreported indication: paxil and zoloft. Concomitant products included buprenorphine, hydrocodone, oxycocet (percocet), tapentadol hydrochloride (nucynta) and tramadol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating"), urticaria ("hives"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("cramping"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), premenstrual syndrome ("pms symptoms worsened") and mood altered ("moody"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia/ prolong menses"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, 3 years 5 months after insertion of essure, the patient experienced postoperative wound infection (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation") and anxiety ("emotional anguish"). The patient was treated with oral contraceptive nos, antibiotics and surgery (B)(6) 2017 laparoscopy with bilateral salpingectomy). At the time of the report, the abdominal pain, uterine perforation, genital haemorrhage, postoperative wound infection, abdominal distension, urticaria, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, abdominal pain lower, pelvic pain, alopecia, premenstrual syndrome, mood altered, migraine, headache, nausea, anxiety, vaginal discharge and dysgeusia had resolved and the menstruation irregular had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, mood altered, nausea, pelvic pain, postoperative wound infection, premenstrual syndrome, urticaria, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought medical attention for her syrmptoms. She was currently scheduled to have the essure devices removed via bilateral salpingectomy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), uterine perforation ("perforation (uterus)"), genital haemorrhage ("abnormal bleeding(general)") and postoperative wound infection ("infection in incision") in a 31-year-old female patient who had essure (batch no. B53037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included constipation, vaginitis, gravida ii and parity 2. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating"), urticaria ("hives"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("cramping"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), premenstrual syndrome ("pms symptoms worsened") and mood altered ("moody"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), postoperative wound infection (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), pelvic pain ("pain") and anxiety ("emotional anguish"). The patient was treated with oral contraceptive nos and surgery ((B)(6) 2017 laparoscopy with bilateral salpingectomy). At the time of the report, the abdominal pain, uterine perforation, genital haemorrhage, postoperative wound infection, abdominal distension, urticaria, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, abdominal pain lower, pelvic pain, alopecia, premenstrual syndrome, mood altered, migraine, headache, nausea, anxiety, vaginal discharge and dysgeusia had resolved and the menstruation irregular had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, mood altered, nausea, pelvic pain, postoperative wound infection, premenstrual syndrome, urticaria, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought medical attention for her syrmptoms. She was currently scheduled to have the essure devices removed via bilateral salpingectomy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 7-jun-2018: medical record received. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("abnormal bleeding(general)") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included constipation, vaginitis, gravida ii and parity 2. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating"), urticaria ("hives"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("cramping"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), premenstrual syndrome ("pms symptoms worsened") and mood altered ("moody"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), pelvic pain ("pain"), anxiety ("emotional anguish") and postoperative wound infection ("infection in incision"). The patient was treated with oral contraceptive nos and surgery (B)(6) 2017 laparoscopy with bilateral salpingectomy). At the time of the report, the abdominal pain, uterine perforation, genital haemorrhage, abdominal distension, urticaria, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, abdominal pain lower, pelvic pain, alopecia, premenstrual syndrome, mood altered, migraine, headache, nausea, anxiety, vaginal discharge, dysgeusia and postoperative wound infection had resolved and the menstruation irregular had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, mood altered, nausea, pelvic pain, postoperative wound infection, premenstrual syndrome, urticaria, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought medical attention for her symptoms. She was currently scheduled to have the essure devices removed via bilateral salpingectomy on (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 2-mar-2018: the pfs and medical record:the event abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, cramping, pain, hair loss, hormonal changes describe: pms symptoms worsened, moody, infection, migraines / headaches, nausea, pain, perforation (uterus), vaginal discharge, metallic taste in mouth added,concurrent condition added,medical history added,reporter added,events outcome added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), menstruation irregular ("irregular menstruation") and urticaria ("hives"). At the time of the report, the abdominal pain, abdominal distension, menstruation irregular and urticaria had not resolved. The reporter considered abdominal distension, abdominal pain, menstruation irregular and urticaria to be related to essure. The reporter commented: she sought medical attention for her symptoms. She was currently scheduled to have the essure devices removed via bilateral salpingectomy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.